Event description:
Reference number: (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set adhesive issue on (B)(6) 2026, as the adhesive did not adhere properly, causing the cannula to kink. The insertion site was the abdomen, and the infusion set had been in use for three days. The patient replaced the infusion set and resumed insulin successfully. No further information available.